Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up. Post-paced t-wave oversensing was noted on a stored egm. Programming changes were discussed and will be made when the patient presents back to the clinic for the next follow-up.